Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopy after loading the instrument and removing the yellow loading safety the surgeon closed the jaws but could no longer open the instrument; only by manually pushing back the lower clamp button could the reload be opened. The device fired the full linear range but no staples were placed in the tissue. The tissue was over-sewn and the procedure had to be changed from a laparoscopy to an open surgery. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two device and three reload. Loading unit 1, instrument 1, and instrument 2 showed no visual abnormalities and functional testing was satisfactory. Loading units 2 and 3 were received partially fired to the 5.5 cm cut line. During functional evaluation, pmv was unable to fire either reload past the 5 cm cut line. Engineering was unable to replicate that issue and deemed the loading units to have no faults. Loading unit 1, instrument 1, and instrument 2 showed no visual abnormalities and functional testing was satisfactory. Visual and functional testing of the returned product confirmed the product met specifications that were tested regarding the reported conditions. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the partially fired condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.